Event description:
The manufacturer received information alleging a ventilator was alarming for a check circuit alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's overhead blower filter and active exhalation control module were found to be clogged causing the alarm condition. The device's overhead blower filter and active exhalation control module were replaced to address the issue.